Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: until (B)(6) 2013 nothing unusual was found in the device history that could have contributed to the problem mentioned by the customer. According to the device history the customer gave no boluses via the pump since the (B)(6) 2013. As result the pump correctly delivered the basal rate of 7.2 iu per day only. This is the reason for the decline of the daily totals. The last bolus programmed by the customer was delivered via the pump on (B)(6) 2014 at 03:16 am. Battery cover: the battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Event description:
Patient's mother reported that 10 days ago the patient started using the infusion device and she began to have concerns with elevated blood glucose levels, about 400 mg/dl. Patient has used the infusion device and never experienced concerns with hyperglycemia. Mother stated during the last 10 days she has doubled the basal profile but the issue persists. Mother reported every time the patient noticed an elevated blood glucose level she would change the infusion set. Mother stated the patient also tried to deliver a bolus with the infusion set disconnected; she could hear the noise of the piston rod but the insulin did not flow. Mother reported the piston seems to work discontinuously as sometimes she hears the noise and sometimes she does not. Mother stated the patient has corrected her blood glucose level for the entire week with multi-injection therapy but never put the infusion device in stop mode. Mother reported today the patient's blood glucose level was 400 mg/dl; she had breakfast and delivered an extra dose of insulin with multi-injection therapy. Mother stated her blood glucose level decreased to 80 mg/dl, she had lunch and then after 2 hours her blood glucose level was 370 mg/dl. Mother alleges the infusion device does not deliver the basal profile. Mother reported the patient has now disconnected the infusion device and called her doctor to ask for advice. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.